Manufacturer narrative:
(B)(4). Customer returned the pump for alleged pump error 15 alarm found on 10/14/2022 the pump passed the self test and the displacement test. The pump was successfully downloaded using thump. No unexpected pump error 15 alarms occurred during testing however, a review of the pump history file shows a total of two pump error 15 alarms. On 8/8/2022 at 00:47 there was a pump error 15 alarm (file number 0 line number 1935) due to software errors (esf #3637736) and on 10/14/2022 at 16:20 there was a pump error 15 alarm (line number 442 file number 38), fault isolated to the hardware (esf #3764385). The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, cracked back arrow button keypad overlay, and pillowing keypad overlay. There is a total of two pump error 15 alarms located in the pump history file: pump error 15 alarm (file number 0 line number 1935) on 8/8/2022 is due to software error (esf #3637736). Pump error 15 alarm (line number 442 file number 38) on 10/14/2022 is isolated to the hardware (esf #3764385). The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated insulin pump had critical block and inverse critical block did not add to zero error. Customer was able to clear the alarm. Customer did not receive a request to rewind insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis. Updated summary: customer was able to rewind the insulin pump. The device was returned for analysis.